Event description:
The end of the wire coming out of the esophageal/pyloric/colon wire guided balloon dilatation catheter had a ball at the end of it preventing the doctor from reloading the catheter on the wire while in the patient.

Event description:
The end of the wire coming out of the esophageal/pyloric/colon wire guided balloon dilatation catheter had a ball at the end of it preventing the doctor from reloading the catheter on the wire while in the patient.

Event description:
The end of the wire coming out of the esophageal/pyloric/colon wire guided balloon dilatation catheter had a ball at the end of it preventing the doctor from reloading the catheter on the wire while in the patient.